Manufacturer narrative:
Additional devices listed in this report: (list as many as you need in this format.) Description: 36mm ceramic head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The dr. Was concerned about infection so he removed the head and liner, did a wash out, and replaced with a new head and liner.